Manufacturer narrative:
We received one - 12tlw804f thru-lumen catheter with 3ml b-d syringe. The report of the balloon issue was confirmed. Examination of the catheter found the balloon latex to be ruptured in the central area of the catheter tip. There appears to be latex missing from the balloon and was not returned. As stated in the IFU, the amount of inflation media should be checked prior to each inflation of the balloon so not to exceed the maximum inflation volume. Per the IFU, the recommended inflation media is 0.5ml liquid. The windings appear to be in good condition. The catheter body tube is also in good condition, there is no visible damage. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon was torn when the user tried to test before use with the patient. No report of patient involvement.